Manufacturer narrative:
Concomitant medical products: dtma1d4 ICD, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the lead displayed t wave over-sensing. Re-programming was performed, the lead remains in use, and no patient complications have been reported as a result of this event.